Event description:
On feb 17, 2025 it was reported to accelus that the italian rep thought a shim was expelled from the shell in a recent fh9 case. The patient has no problems and the surgeon is not angry but will remove it. 2 xray photos were attached: one after the operation (post-op) and the second after one month.

Manufacturer narrative:
On feb 17, 2025 it was reported to accelus that the italian rep thought a shim was expelled from the shell in a recent fh9 case. It was reported that the patient has no problems but the doctor will remove it. 2 xray photos were attached: one after the operation (post-op) and the second after one month. An ncmr, DHR review, and a complaint analysis could not be conducted since the lot number was not provided. According to the complaint investigation labeling review, (B)(4), rev. C, provides adequate instructions on how to confirm implant locking and provides images as an example of locked and unlocked for the user. The engineering analysis reviewed the attached image and confirmed the reported failure; the shim migrated from the shell. The provided x-rays were evaluated by nate bates, director, posterior procedures, and the implant was not fully locked in the initial post-op image. (B)(4) (c) provides instructions for fluoroscopic lock confirmation, as well as use of the lock gauge as secondary confirmation. Additionally, (B)(4) (c) warns "an unlocked implant or implant without a shim should never be left in a patient." Migration is a known risk associated with leaving an unlocked construct in place. Also, noted in the risk assessment, "the risk assessment for known abnormal use scenario or potential user error?" Misuse, leaving an unlocked implant in place. In summary, the images provided show the implant was not fully locked even though (B)(4) provides instructions to use fluoroscopic lock confirmation and use of a lock gauge as secondary confirmation. As well as images of locked and unlocked shim and shell. The root cause was determined to be misuse, leaving an unlocked implant in place.

Event description:
On (B)(6) 2025 it was reported to accelus that the italian rep thought a shim was expelled from the shell in a recent fh9 case. The patient has no problems and the surgeon is not angry but will remove it. 2 xray photos were attached: one after the operation (post-op) and the second after one month.

Manufacturer narrative:
It was determined based on the x-rays provided that the shim was not locked into the shell in the initial post-op image. Complete investigation is pending and a follow up report will be sent.